Event description:
It was reported that the patient experienced inadequate stimulation despite reprogramming attempts. The patient underwent spinal cord stimulator (scs) explant procedure. All explanted device components will not be returned.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in october 2024. Additional suspect medical device components involved in the event: product family: scs-linear leads: upn: m365sc2218500. Model: sc-2218-50. Serial:(B)(6). Batch: 7103677/7106072.